Manufacturer narrative:
H3: hardware analysis was completed on the returned handpiece. The issue was unable to be confirmed. Upon receiving the device, it looked used with no damage. The device was decontaminated then tested. Once the device was plugged in the generator, both the cut and coag were tested on the chicken piece and the handpiece worked as it should. No failure was detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that during a generator change out procedure, a small portion of the left ventricular lead was cut by the handpiece. There was no impact on patient outcome reported. It was later noted the left ventricular lead had been explanted.